Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and produced a burning smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2022 to 10-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A field service engineer found that the malfunction was due to faulty drawer controller and interface board. Replaced drawer controller board and drawer interface board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer opening by itself due to a faulty drawer controller board and there was a burning smell. A field service engineer replaced the drawer controller and drawer interface board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and produced a burning smell. There were no adverse events or injuries reported based on this event.